Event description:
Obtaining femoral venous access in the ep lab per protocol with vsi micro-introducer kit (ref#: (B)(4) lot#: 675840). While technician was exchanging micro wire for larger wire the micro sheath broke at the hub, leaving about 7cm of the micro sheath in the pts vein and/or subcutaneous tissue. An attempt was made by provider to grab the sheath with hemostats but he was unable to retrieve it. Dr. Arrives to attempt to remove the sheath after cutting down the skin. He was unsuccessful in doing so. He is now going to move the patient to the or to perform a deeper cut down to remove the sheath. Prior to ablation being performed a small sheath broke, such that the major length of the sheath was in the right external iliac vein. Attempts to remove the sheath by exploring subcutaneously were unsuccessful and fluoroscopy of the sheath demonstrated movement with the cardiac cycle suggesting an intravascular location. The patient subsequently underwent right external iliac venous dissection and venotomy with retrieval of the sheath by dr. The patient was monitored overnight and has remained hemodynamically stable. The patient will be discharged home in stable condition with plans to follow up with dr. To reschedule her ablation at a later time. Dr. Will arrange post operative wound follow-up within 2 weeks. Manufacturer response for vsi micro-introducer kit, vsi micro-introducer kit (per site reporter). Unknown, returned all lot to rep and will vendor will replace.